Event description:
It was reported that the patient experienced no stimulation sensation, as well as a loss of therapeutic effect, following a fall. The patient fell against the implantable neurostimulator (ins) the (B)(6) prior to the report, and the ins stopped working after that. The reporter noticed that the patient had a return of symptoms the day of the report. The patient's status was noted as fair. The patient's stimulation was on program 2 at 2.4v and stimulation was increased to 3.0v at the time of the report. Afterwards, the patient was able to feel stimulation.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# va045uj, implanted: (B)(6) 2012, product type lead. (B)(4).